Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported they were doing a normal end of service (eos) replacement. They read the implantable neurostimulator (ins) and contact 4 had high impedances around 10,000 ohms. The rep. Checked group c and that contact wasn't being used, and the consumer didn't allege any therapy issues or symptoms. No further complications were reported. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a health care provider regarding the patient. It was reported that the patient¿s weight was unknown. There was no information on what actions or interventions were taken to resolve the high impedances on contact 4. Following the replacement of the implantable neurostimulator, the patient was receiving effective therapy, and the high impedances did not remain following the replacement of the implantable neurostimulator. The customer discarded the implantable neurostimulator that was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.